Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator compressor was not working. There was no patient involvement at the time of the event. Medtronic/covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic/covidien service provider checked and found the reported problem. They found the motor condenser to be faulty. To resolve the issue, the service provider replaced the motor condenser and the fuse as well as cleaned the water traps. The ventilator was then found to be working.